Event description:
A malfunction was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump, and the issue did not recur, allowing the customer to continue using the pump.